Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that a (B)(6) years old female patient, bmi=(B)(6), underwent initial hip surgery for left hip side on (B)(6) 2015. Subsequently, patient has trochanteric bursitis and experienced pain on (B)(6) 2017. Review of received data ap view x-ray of pelvis dated apr 9, 2015 was received. No abnormalities regarding the ceramic head is visible. Initial implantation surgery report dated (B)(6) 2015: pre-op diagnosis: left degenerative joint hip disease. Operation: zimmer ml taper stem size 6, biolox delta 36mm +3.5, continuum cup 52mm and neutral vivacit e poly liner were implanted. No complications or abnormalities observed. No product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in the appropriated dfmea of the device. Conclusion summary: received x-ray does not hint to any possible cause of the reported pain which might be related to the biolox delta head. The review of the DHR indicates that the head met all requirements to perform as intended. The patient has a bmi=(B)(6) which is classified as obesity. However, it is not known whether the high bmi of the patient has an influence on the observed pain. Should any additional information that changes the assessment become available, the case will re-evaluated. Further, the investigation of the case involving the warsaw products is accessible under warsaw split case (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did receive x-rays which will be reviewed as part of the ongoing investigation. Devices were not received as the patient has not been revised. Additional information has been requested and is currently not available. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that patient was implanted with a biolox delta ceramic femoral head on (B)(6) 2015 on the left hip side. Subsequently patient experienced pain on (B)(6) 2017. Surgeon diagnosed left trochanteric bursitis. Note: this is a split case with zimmer, (B)(6), reference number: (B)(4).